Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 23, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt manages her diabetes with pills, and diet and/or exercise. The pt indicated that the alleged meter issue started on an unspecified date/time in april. Also, on an unk date/time in april, the pt reportedly dropped the device on a kitchen floor. It is not clear if the pt was alleging that the meter stopped powering on after the device was dropped on the floor. On an unclear date/time after the alleged meter issue began, the pt claimed that she developed symptoms of shakiness, sweating, and a headache. In 2009, the pt mentioned that she received treatment during a doctor's office visit. According to the pt, she was treated with an unidentified diabetic pill during the visit and was recommended to take one a day for an unk period of time. The pt denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what date/time the meter was dropped, what date/time the meter stopped powering on, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, if the pt was symptomatic during the doctor's visit, why she visited the doctor, what pill was given to her during the visit, and what pill she was advised to take daily. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.